Event description:
A malfunction was reported on the pump, identified as malf 6, which did not occur after any notable events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Currently, the patient does not have the ability to reset the pump, so follow-up action is required.